Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was opened for use during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the outer sheath of the snare was found to be cracked before the device was inserted into the endoscope. The physician attempted to insert the snare into the endoscope; however, the outer sheath broke and eventually detached. The device and its detached part was removed from the endoscope. Reportedly, there was no issue in advancing the snare into the endoscope. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was opened for use during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during preparation, the outer sheath of the snare was found to be cracked before the device was inserted into the endoscope. The physician attempted to insert the snare into the endoscope; however, the outer sheath broke and eventually detached. The device and its detached part was removed from the endoscope. Reportedly, there was no issue in advancing the snare into the endoscope. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached and the strain relief was curved. There were no kinks in the catheter and there was evidence of the flare process performed during manufacturing. The handle cannula was in good condition. Functional evaluation was not performed due to the condition of the returned device. The complaint was confirmed. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Manufacturer narrative:
Reported event of working length detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.